Event description:
This supplemental report is being filed based on completion of device analysis.

Manufacturer narrative:
The returned implantable cardioverter defibrillator (ICD) device was analyzed. The battery voltage was lower than expected, but still supported full device function. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with a compromised low voltage capacitor connected to the device battery. Low voltage capacitors are used in the high voltage charging operation in order to facilitate fast charge times. The behavior of these capacitors resulted in a high current drain, which was depleting the device battery faster than normal. Boston scientific has issued an advisory communication regarding an older subset of cognis/teligen devices that is more susceptible to this anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. This particular device was not included in the advisory population.

Manufacturer narrative:
(B)(4). At this time, it is unknown if the device will be returned to boston scientific. No further information has been made available. Should additional information become available, this report will be updated.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) device reached the elective replacement indicator (eri) battery status and was exhibiting premature battery depletion behavior. Boston scientific engineering analysis of device data confirmed that the device was exhibiting premature battery depletion. Boston scientific technical services (ts) provided the device data analysis results to the healthcare provider (hcp) and suggested a device replacement window of 90 days based on the analysis. A subsequent alert was received indicating that remote monitoring was disabled for this device, and another boston scientific engineering analysis of device data confirmed that device telemetry was limited to inductive only. Ts communicated these findings to the hcp and suspected that the device voltage is low enough that radio frequency (rf) telemetry was turned off. Ts noted that the device still needs to be explanted. The device was subsequently explanted and replaced. No additional adverse patient effects were reported.